Manufacturer narrative:
Visual assessment of the device confirmed the reported breakage. The actuator has broken where it interfaces with the inner tip causing the tip to come free from the shaft. The inner tip and broken portion of the actuator was not returned for evaluation. The normally sharp cutting edges are dull. The condition of the cutting edge would require the use of additional forces to cut. The cutting edge is in need of sharpening and likely did at the time of this incident. Per the IFU ¿prior to use, inspect the device to ensure it is not damaged. Do not use a damaged device. As with any surgical instrument, careful attention should be exercised to ensure that excessive force is not placed on the instrument. Excessive force can result in instrument failure. No root cause related to the manufacture of the device can be established. No further investigation is required.

Event description:
It was reported that during the procedure the jaw broke off in the patient. The broken piece was removed with a grasper. The procedure was completed using a backup device. There were no patient complications reported as a result of this event.